Manufacturer narrative:
The na electrode lot number and expiration date were not provided.

Event description:
The initial reporter complained of instrument alarms and a discrepant high result for 1 patient sample tested for sodium (na) on a cobas pro ise analytical unit. The initial result was 147 mmol/l. The repeat result was 139.80 mmol/l.

Manufacturer narrative:
The investigation noted 156 "sample probe: abnormal aspiration" errors on the alarm trace data from dec-2024. Based on the type of questionable results received and the information provided, the investigation determined the event was due to a pre-analytical handling issue. The investigation did not identify a product problem.